Event description:
Approximately one month post hvad® implantation, it was reported that the patient had several "electrical faults", probably caused by contamination. It was further reported that the clinic performed a cleaning procedure on their own. The controller was exchanged without incident. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for analysis. Visual inspection of the pump connector revealed contamination; cleaning was performed in order to mitigate and remediate the conditions reported under the event after this cleaning procedure the controller passed all functional tests, therefore the reported event could not be replicated. However it was confirmed via review of the controller log files, which revealed "electrical fault" alarms on and around the date of the reported event. There are no known clinical factors that could have contributed to this event. No adverse effect on this patient was reported. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the dl cable. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a dl cable malfunction. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. It can be concluded that the known and foreseeable risks in an event associated with an intermittent dl cable malfunction, wherein the hvad pump stops and successfully restarts, are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) has been received for further evaluation. Additional information will be submitted in the final report.